Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # evaluation determined that standard investigation is needed because it was reported that the patient experienced overstimulation and a sudden onset of shocking after putting on their prosthetic leg. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of shocking and non-medical equipment interfering with the implanted device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing shocking and overstimulation. The consumer stated that the patient had a sudden onset of sharp shocks and pain. It was noted that the issue began after the patient put on their prosthetic leg and tried standing up about 45 minutes later. The patient was implanted for pain in their amputated left leg, which the consumer called their ¿stump.¿ the consumer had tried switching to groups f and e, but when they would increase the amplitude, the patient would get shocks and episodes of shooting pain. During the call, the patient was yelling out in pain and it seemed to go in waves. The consumer tried turning the patient¿s stimulation off, but it didn't help and they were still having intense pain. The consumer changed to group e during the call and confirmed that program 1 was for ¿the stump¿ (left leg) and program 2 was for the right leg. Amplitude was lowered from 0.4v to 0.3v, which seemed to reduce the frequency of pain surges. The consumer then tried lowering to 0.2v, but the pain worsened. It was noted that the consumer was going to leave the settings at 0.3v and seek medical assistance. The consumer mentioned that the patient had three leads up their spine and was given pain pills from their healthcare provider (hcp), which they took during the call. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider regarding the shocking and pain. Indication for use is non-malignant pain.